Event description:
Boston scientific crm received information that following the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead there was non-conversion with 31 joule (j) and 41 j shocks during defibrillation threshold (dft) testing. Standard and reversed polarities were attempted and were unsuccessful. The appearance of the shock channel on the electrogram presented flat-like. A revision procedure was performed and the df-1 terminal pins were reversed in the header. The leads were disconnected and properly reconnected which resolved the issue. Dft testing was performed and the patient converted at 29 j and 31 j. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device and rv lead remain in service. There is no additional information available. If additional information becomes available the event will be updated.